Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's pump. The mother states the customer had issues with no delivery alarms. The customer's blood glucose level at the time of incident was 476mg/dl. The customer treated the high with the pump. The customer states the alarm was resolved with a complete set change. The customer will be returning set for analysis and receiving replacements. The customer was advised to monitor the device and call back if issues persist.